Manufacturer narrative:
.

Event description:
It was reported that the patient presented to the clinic with withdrawal symptoms. The hcp reported that the pump was refilled a couple of days ago and she programmed a bridge bolus; however, she noted that she forgot to put in the new concentration (2000 mcg/ml) and the bridge bolus was programmed with the old drug concentration (500 mcg/ml). The patient was "doing ok" but felt very anxious. The hcp reprogrammed the pump to deliver a bridge bolus with the correct drug concentration. The patient will be observed for signs of overdose, as he had not been receiving the intended medication dose. A follow-up report will be sent if additional information becomes available.